Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added.

Event description:
The complainant reported that overnight after impella 5.5 was placed some bleeding was noted from the insertion site. Pressure dressing was placed, and anticoagulant was stopped. The patient remained stable and on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.